Manufacturer narrative:
Although the root cause is unknown, the calibration and quality controls that were run by the fse on the instrument were within beckman coulter's instrument specifications; therefore, the services performed by the fse effectively resolved the issue. (B)(4)

Event description:
Customer called to report erroneous high-density lipoprotein (hdl) results on the unicel dxc 800 synchron system. Customer stated that three hdl results were rerun, and the amended results were reported outside the laboratory. Customer stated that patient treatment was not affected. The field service engineer (fse) inspected the instrument and found that the tubing on top of the sample probes were loose. The fse replaced the sample probe and sample probe wash collar, and performed the requisite alignments for the new probe and wash collar. Finally, the fse calibrated all the chemistry cartridge side chemistries and ran quality controls on the instrument to ensure proper instrument performance.